Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient is 15+ years post-op. Presented with tibia that had loosened and subsided.

Manufacturer narrative:
Corrected data: see b5, d8 & g4. Manufacturer narrative: the reason for this revision surgery was reported as loosening. The previous surgery and the surgery detailed in this event occurred 16.7 years apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical for review. The revised items were not returned for examination and lot numbers were not provided. To adequately investigate this event, lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. The root cause of this complaint was reported as loosening. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient is 15+ years post-operation. Presented with tibia that had loosened and subsided.